Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's ldh levels were elevated and there was concern of a clot. The data that was reviewed did not contain attributes which would lead us to suspect the presence of thrombus within the motor chamber; however that did not mean that thrombus was not present in the circulatory loop. Other clinical indications should be looked at that may confirm the presence of thrombus. These clinical indications were such things as continued elevated ldh levels, dark colored urine, decreased lv unloading, increased heart failure symptoms, or decreased blood flow to vad. Not likely that anticoagulant status contributed, patient was on warfarin but was put on heparin for elevated ldh. There was no other signs of symptoms for pump thrombosis. No further or additional information was provided.

Manufacturer narrative:
Additional information - d4 h4. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed an elevation in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the reported elevated ldh and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log file contained data from 7oct2019 through 22nov2019. The pump¿s fixed speed was set to 9200 rpm and pump power, estimated flow, and average pi typically ranged from 4.9 to 7.4 watts, 4.2 to 8.7 lpm, and 3.3 to 7.1, respectively. An elevation in pump power and estimated flow was noted on 31oct2019, reaching up to 8.9 watts and 11.5 lpm, respectively. This elevation appeared to be associated with a pi event. The pump operated above the low speed limit for the duration of the log file. It was also noted by technical services that the patient's ldh levels were elevated and there was concern for a clot. Additional information was provided stating the date of admission was 22nov2019. It was reported the patient was on warfarin but was put on heparin for elevated ldh and had no other signs or symptoms of pump thrombosis. The were no changes in pump parameters and no symptoms or treatment. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.